Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The device was used in an off-label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter valve replacement (tvr) procedure. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the cardiac injury cannot be confirmed, however, may be related to patient factors (heavy calcium in the native annulus) and/or procedural factors (sutures or post dilation) may have contributed to the event. Training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Valve remains implanted.

Event description:
The valve was successfully implanted in the native mitral valve as an open atrial mac case, while the patient was on cardiopulmonary bypass. After valve deployment, post dilation with additional volume in the delivery balloon to ensure there was no pvl was performed with 3 additional cc's. The valve procedure was followed by CABG grafts as well. Once the patient came off bypass, bleeding was noted. The patient was then put back on bypass and atrial/ventricular disassociation was observed. The patient expired. There was no indication or allegation of an edwards device malfunction. It is believed by the physician that the calcification lead to the atrial/ventricular disassociation.